Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The system was within calibration and quality controls within specification prior to the event. The erroneous results were not reported out of the lab. The operator recalibrated the system, ran controls and retested the samples upon observing the erroneous results. The results of the retest were within expectations and reported out of the lab. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No exam or eval of the system was performed. No service call was initiated. The customer cleaned the electrode and resumed normal operation. There were no further reports of erroneous results. Without a full examination of the system, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.